Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the issue that was reported to have occurred on (B)(6) 2020 but that was not a covered date in the provided log. The provided log did show that on (B)(6) 2020 the level was reporting the alarm probe was going from coupled to uncoupled back to coupled again intermittently in the same second. If level detection is enabled or turned on this will cause an audible alert. The system logs that alerts were being reported without a reason for the alert. The total alert count was increasing with no active alert. This will cause an alert tone without notifying the user what caused the alert. This is possibly what the user is reporting. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) tested the level sensors and module. The unit operated to the manufacturer's specification.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor alarmed with no message displayed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the manufacturer's clinical specialist spoke with the perfusionist regarding a concern they had with the level sensing system on their heart lung machine (hlm). The team set up for a cpb procedure following the conclusion of another procedure. When the perfusionists attach the pads and the cables to the system, they run the risk of drying out the gel and the pads becoming slightly disconnected, depending upon the length of time between cases. The facility is not a busy center, therefore it could be a few days before the system is used again for a procedure. The team has been asked to wait to add their level sensing system until the day of the procedure. In addition, the team attaches the level sensing cables parallel to the ground. The operating instructions state the level sensing system should be perpendicular to the ground, as to not add stress to the cable so that it will stay in place. The team has been asked to change the practice of this placement. There was discussion around keeping the level sensing pads and gel within the designated packaging as to keep an eye on the expiration dates. The practice at the institution was to just refill a bin in the perfusion cart. The team has agreed to try and keep the packaging for the pads and the gel together. It is noted that during a procedure on (B)(6) 2020 the team had audible messaging, but no verbal message in the messaging center of the hlm. The team has agreed to circle back with the clinical staff routinely if this occurs and then go to the aux tab to see if the messaging of the 'level not attached' appears in that area. This incident did not delay the continuation of the surgical procedure. There was no harm or blood loss related to the event.